Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was elevated blood glucose levels. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 48 hours prior to passing. The caller was unsure if the customer was using sensors. The customer had reported a blank display on the pump a few days before they passed. The caller agreed to return the insulin pump for analysis.